Event description:
I went to get prk surgery from (B)(6) and was lied to told you can't do lasik because you already had it, I was told about prk surgery it's better and will be safe even though I work on the computer all day. I'm now having pain, constant irritation, dry eyes and now macular degeneration that they should have seen prior to surgery. I bought the lie and have mental issues, thoughts of suicide have to purchase 3 pairs of glasses every year and my vision not ever going back to the way it was. I am now taking strong painkillers panic attacks because my job requires me to see. In (B)(6) that day I made the worst decision by deception. I had eye injections for two years from (B)(6) was told im going blind and the angiod streaks should have stopped any second eye surgery should have got a second opinion. Pain, can't drive at night.